Event description:
It was reported to boston scientific corporation that an ultraflex esophageal fully covered stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, after the stent was nearly fully deployed, the deployment suture got stuck on the distal end of the stent; the remainder of the stent could not be deployed. The physician removed the device and used another ultraflex stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed, with only about 20mm still crocheted onto the delivery system. During a functional test, the remainder of the stent could not be deployed. A microscopic examination found that a loose fragment of stent wire was tangled up with the deployment suture, thus preventing the stent from being deployed. The condition of the returned device was consistent with the reported event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal fully covered stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, after the stent was nearly fully deployed, the deployment suture got stuck on the distal end of the stent; the remainder of the stent could not be deployed. The physician removed the device and used another ultraflex stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.